Event description:
It was reported that the device had missing sear. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c20, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated issue of ¿missing sear¿ was verified during the external inspection. ¿on 20nov2024, the pump module was received unboxed and with paperwork. ¿visual inspection of the source device identified the sear not installed on the pump module door latch. ¿the pump module will be returned to the bd san diego repair center for normal processing and to install the sear or replace the door latch assembly. ¿the report of the investigation to be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing sear. There was no patient involvement.